Event description:
During (pta) percutaneous transluminal angioplasty to the subclavian artery the palmaz stent was dislodged from the (sds) stent delivery system. The pt's medical history is not reported. The vessel/lesion is described as having moderate calcification. The tortuosity and % stenosis are unk. It is reported, "during the delivery the stent fell off from the sds. The physician re-mounted the balloon and tried, but the stent fell off again. The stent fell off inside the gc and the retrieval was done completely". There is no info regarding the number of attempts to cross the lesion with the initial insertion of the sds. A smart control (cat/lot unk) was introduced and the procedure was completed successfully. There was no adverse event reported for the pt.

Manufacturer narrative:
A device history record review (DHR) was performed and showed that this lot of products met all requirements per the applicable (mqp) mfg quality plan. This review was extended to subassembly part number e7135567 with lot number 0302070116. This review revealed that the subassemblies met all requirements per the applicable mqp as well. With the limited amount of info available and without the return of the product, it is difficult to draw a conclusion between the event and the product. Procedural factors and vessel/lesion characteristics may have contributed the event.